Event description:
Per the clinic, the patient was hospitalized for three weeks in (B)(6) 2012 (exact dates and duration not reported), due to meningitis. The patient was treated with antibiotics (date and type not reported), and clinical symptoms were resolved. Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was hospitalized from (B)(6) 2012 then again on (B)(6) 2012 due to meningitis. The patient had no prior history of meningitis. Prior to the reported case of meningitis, the patient experienced right nasal rhinorrhea. There was no other significant medical history reported. The patient's blood and csf cultures revealed group b streptococcus. The patient was successfully treated with ceftriaxone. Pre implantation immunizations are unknown. Vancomycin was administered preoperatively, and there were no surgical complications reported. The patient fully recovered and implanted device remains. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.